Event description:
It was reported that during unpacking for a percutaneous coronary intervention (pci) procedure, stent damage was noted. The intended lesion location was in the right coronary artery (rca). During removal of the balloon protector, it was noted that the stent was flared at the proximal end. The stent appeared to be "adhered" to the balloon protector. There was no patient contact.

Manufacturer narrative:
Returned product analysis confirmed the difficulty stated in the complaint. The product was returned with the stent still mounted on the delivery system. However, the stent was noted to have moved 3 mm distally on the balloon, with the stent "bunched" up in the center. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The root cause for this complaint will be considered to be handling damage, since the damage occurred during unpacking prior to use in the patient.